Event description:
"Ruptured" balloon, blood in tubing. "Pt care greatly affected." It was stated that the pt was on another assist device and the balloon was inserted through a femoral cut down. F/u with sales rep confirmed no death associated with this case, however, it was treated as a "sentinel event." Hosp is not releasing iab at the moment and no new info is being provided.